Event description:
It was reported that a patient experienced an inappropriate shock from their implantable cardioverter defibrillator (ICD) in response to a supraventricular tachycardia (svt) episode on (B)(6) 2022. The issue was addressed by way of medication and rate control the patient was stable throughout.